Event description:
The initial report indicated that two pca pumps potentially over-delivered morphine and were removed from clinical service. During the initial investigation, it was unclear which pump was involved with the overdelivery. Conflicting infor was received from the customer contacts. There was disagreement regarding the number of pumps involved with the reported event. Two pumps had been isolated by customer, but it was unclear which pump was associated with the pt and the overdelivery. Thus, one initial medwatch report was submitted. Subsequently, the pumps have been received by the MFR and pump event histories have been obtained. A review of the pump history for pump serial number 86130306, as previously listed in the concomitant medical products indicated that the pump was programmed at a time that was later than the reported event time. The pump was programmed; however, the history indicated that the delivery was never started.

Event description:
Report received of an overdelivery of morphine. The pump was programmed at an unspecified time to deliver morphine 5mg/ml in the continuous only mode. The rate was titrated by the nurse to a maximum rate of 15mg/hr. After approximately 5 hours of therapy, all 150mg of morphine contained in the syringe were noted to be infused sooner than expected. The pump was removed from service and therapy was resumed on a second pump. At 9:25pm, the pt was found to be overmedicated. The second pump was stopped and the nurse assessed that the syringe on the second pump contained less morphine than expected. The pt was successfully treated with an unspecified dose of narcan and was transferred to the ICU for 24 to 48 hours of observation. At an unspecified time during the event, the pt was reported to have an oxygen saturation of 99% with a heart rate of 114 beats per minute, a blood pressure of 107/69 mmhg, and a respiratory rate of 22 breaths per minute. The pt was reported as fully recovered from the event. Though requested, no additional info was available.